Event description:
It was reported that a primary audible alarm was experienced.

Event description:
Additional information received via email:there was no patient incident.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection showed top case was cracked by the front right bottom corner and there was visible contamination by the l bracket pole clamp. A review of the event history log (ehl) identified primary audible alarm post error. During the functional testing was unable to duplicate the reported issue. The interconnect printed circuit board (pcb) was carefully inspected and no physical or any other damaged was found and operated as intended. The pcb did not need to be replaced per customer request. The root cause of the issue could not be determined. A corrective and preventative action has been opened to address the reported issue. Replaced speaker as preventive measure and performed self-test/occlusion test.